Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 459 mg/dl. The customer treated with 2.0 units through syringe. The customer had symptoms such as abdominal pain and ketones. The customer stated that the no delivery alarm was not recurring. The customer stated that the alarm was resolved by a complete set change. The customer did not want to troubleshoot. The customer was advised to call when the alarm occurs to troubleshoot.